Event description:
It was reported the device was displaying a battery voltage of 1.92v. However, the device was not experiencing eri (elective replacement indicator) behavior, had normal outputs, and a magnet rate of 85 bpm. The save-to-disk analysis reportedly also showed stable battery voltage measurements. The device was subsequently explanted and returned. It tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: analysis found incorrect rtt (real time telemetry) battery voltage measurements, which were the result of high internal battery resistance.